Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) and optical signal issue has been completed. The console logs from the reported day of the event are consistent with the complaint. The case began on (B)(6) 2025, when the pump was connected and then disconnected within a few seconds. Within 30 minutes of the pump starting, the impella position alarm and adjust lv signal alarm were displayed. Additionally, controller error alarm (opm comm stopped ¿ event set 1043) triggered during the clinical procedure. The logs also reported process sampling data from optical bench: sent stop acquisition cmd ack, indicating ossiopsens receive thread gets a data sampling packet with an unexpected length. The logs confirmed that all signals received from optical bench (placement, signal not reliable (snr), contrast, lamp, gain) are lastly reported as large positive values and then no more samples were recorded. Device analysis: the console was sent back for further investigation. The reported complaint could not be reproduced. Visible light was detected from the optical pump connector in the console, and analog output from the array of the optical bench (fringe pattern) was seen without any distortion and the "5s" parameter using optical cavity found that the values were within the specified values as per the preventative maintenance procedure. Root cause: the root cause of the loss of placement signal and the controller error alarm (opm comm stopped) [optical pump connected] - event 1043 was most likely due to the aic software issue. This was entered into jama with defect/ bug

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the placement signal on an automated impella controller (aic) suddenly disappeared during patient support. Pump flows remained stable, but a yellow notification shortly followed indicating a controller error. The aic was swapped and the placement signal returned on the new aic. There was no patient harm.